Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh. Later the patient experienced recurrent stress urinary incontinence, bacterial vaginosis and vaginal pain, sharp pain in the bladder and mesh erosion. An excision of eroded mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.